Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery and had experienced high blood glucose level of 540mg/dl. The customer treated with manual injections and could not get the blood glucose down and was eventually taken to the hospital by emergency medical services. No troubleshooting could be performed since the customer was taken to the hospital during the call. The product will not be returned for analysis.